Event description:
This rv lead was implanted on (B)(6)2007. There were a red alert detected on (B)(6) 2011 for high rv pacing impedance. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).